Event description:
Information received by medtronic indicated that the mobile application of the mobile device had an issue in communication with the pump. No harm requiring medical intervention was reported. The troubleshooting was performed during the call. The mobile application of the mobile device will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.